Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus that was too small for their needs and their blood glucose (bg) level subsequently increased to 600-800 mg/dl. Customer administered a manual injection to address the issue and went to the emergency room with trace ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 10 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.